Event description:
Large blood leak into venous dialysate line. Blood pulsating from broken fibers. Machine blood leak alarm failed to sound. After malfunction co's machine tech performed alarm test procedures and simulated a blood leak- the machine alarmed properly. Testing procedures verified with cobe tech. Services.